Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after implanting the iol realized that the lens had a scratch. Subsequently the lens was removed during initial procedure and completed with company another lens. There was no patient injury. Additional information has been requested.